Event description:
A baxter engineer reported a pump with failure code 570:320:844:0000. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 570:320:844:0000 was confirmed. The device was evaluated at the customer's site in early 2007. Inspection of the device found that this failure code was caused by damaged batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.